Manufacturer narrative:
The customer¿s report of a leak from the smartsite valve was confirmed. Visual inspection showed that the distal smartsite valve's piston was damaged; a piece of the piston was missing. Functional testing confirmed a leak from the damaged area. The damage is consistent with the use of a needle or blunt cannula in the piston resulting in a permanent hole in the piston material. The cause of the leak in the smartsite was damage to the valve piston; the root cause of the damage is unknown.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking from a smartsite of an IV tubing set during in an infusion of d10w 0.2% nacl to run over 24 hours, volume not specified. There was no patient harm.